Event description:
During an in-clinic follow-up, noise, oversensing, electromagnetic interference (emi) and automatic mode switch (ams) were detected on the right atrial (ra) lead. Proactive testing was performed and the lead noise was reproduced. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable.